Manufacturer narrative:
(B)(6) 2015 12:33 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply just stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. There was evidence of clinical use and no evidence of blood. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported complaint was confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro t.w. Power supply just stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.